Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging that his one touch ultrasmart mete would not turn on. A medical affairs specialist (mas) mailed a leter to the patient since the user could not be reached for further clinical information. The patient mentioned that he would get intermittent power with the meter. Sometimes he would not be able to get the meter powered on and other times the meter would power on and then power off by itself. On the date of the event at 7:50 am the patient attempted to his blood glucose; however, was experiencing symptoms of low blood glucose. He felt stressed due to the problem he was experiencing with the meter. Family members contacted emergency services because his lips were turning purple. When the paramedics arrived his blood glucose was 30 mg/dl on the paramedic's meter and was treated him with dextrose. While troubleshooting with a customer care advocate (cca) the meter powered on by pressing the power button, the patient was using the correct vial of test strips and the meter powered on when inserting the test strip all the way into the meter. The meter has not been dropped. Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know how long the patient was unable to test on his meter, his diabetes regimen and whether the patient was taken to the hospital. The complaint is being reported since the patient was unablet to test and was treated by the emt's for hypoglycemia.